Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they experienced a ventricular lead failure. The lead was removed and replaced. Three days later, the patient experienced "complications stemming from the site where the old lead had been inserted and then removed.", and was hospitalized for 3 days. No further patient complications have been reported as a result of this event. It was further reported that both the right ventricular and atrial leads were fractured. It was further reported that there was inability to capture on the right ventricular lead, and the patient experienced lightheadedness. The atrial lead was explanted and replaced.